Event description:
It was reported that the patients portion of her pain currently not covered by the spinal cord stimulator device and implantable pulse generator (ipg) no longer holds a charge. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively. The explanted device was discarded per facility policy.